Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colectomy. The stapler was not able to fire. A new handle was used to complete the case. No patient injury.